Manufacturer narrative:
Patient weight unknown / not provided. (B)(4).

Event description:
It was reported that the original implant (tsv4b11) that was supposed to be implanted did not match the reported size. The doctor replaced the implant with a different size as a temporary solution.

Manufacturer narrative:
No product was returned for inspection. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants 4869 rev 7-01/16 information identified: osteotomy perform all bone cutting procedures with a low speed (600-850 rpm), high-torque handpiece. The single use drill can accommodate internal irrigation to reduce heat generation when drilling the osteotomy. Alternatively, external irrigation can be performed. Do all drilling with a straight, up-and-down motion in order to avoid creation of an oval-shaped site and additional stresses on the drill that could result in breakage. (Note: round (rosette) bur and thread taps do not accommodate internal irrigation). There are two lengths of drills with the same cutting diameter. The shorter drills (ending in dsn and ds) have two black bands and are used for 8mm and 10mm implants. The longer drills (ending in d and dn) have five black bands and are used for the longer implants. Note: all drills (with the exception of the 2.3mmd drill) are approximately 1.25mm longer than the indicated depth to accommodate the drill tip. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. The following sections have been updated: date of this report, manufacturer, expiration date, UDI number is n/a, contact office, manufacturer's contact office, date received by manufacturer, checked "follow-up", checked follow-up type, changed "no" to "yes", date of manufacture, entered evaluation codes, and added manufacturer narrative. The following sections were corrected: patient's sex, patient's weight and selected "no information".

Event description:
No further event information at the time of this report.